Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2026-00474, is a duplicate of mrn 9617229-2026-00639. Mrn 9617229-2026-00475 also reported the same event as this record, mrn 9617229-2026-00474, and mrn 9617229-2026-00639. Please see mrn 9617229-2026-00639 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2026-00474, is a duplicate of mrn 9617229-2026-00639. Please see mrn 9617229-2026-00639 for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "ruptured saline". This record is for an unknown side. The device remains implanted.